Event description:
Physician was attempting to use a chocolate pta balloon along with non-medtronic 7fr sheath, 7mm spider fx guidewire and embolic protection during procedure to treat a severely calcified lesion in the left distal superficial femoral artery (sfa) with chronic total occlusion (cto-100%). The vessel was none tortuous. There was no damage noted to packaging. There was no issue noted when removing the device from hoop/tray. The device was prepped per IFU with no issues identified. Removal difficulties occurred with difficulties removing balloon following balloon inflation. The device passed through a previously deployed stent. No resistance was encountered when advancing the device but excessive force was used during withdrawal. It was reported that there was a previously deployed stent proximal to the area that was being treated with the chocolate. When deploying the stent (8x150) the wheel got stuck and physician tugged at the stent to complete the deployment so stent was not properly deployed. Post dilated with a 7x150 evercross. There were some calcium rocks below the stent and wanted to balloon these again with the chocolate. When removing the chocolate, the cage of the balloon got stuck on the proximal end of the stent. Physician used force when the balloon got stuck and caused more deformation in the stent. Physician was able to remove balloon by pushing the balloon down and rotating it before pulling back. The cage was damaged while removing the balloon through the stent. There was no patient injury reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis a visual inspection of the device found that the cage connector struts were broken at the proximal and distal ends. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.